Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the end of the implant procedure, following pocket closure, the electrograms displayed a possible right atrial (ra) lead dislodgement. Upon fluoroscopy, the dislodgement was confirmed. The ra lead had fallen into the right ventricle. A revision procedure was performed and the ra lead was successfully repositioned. No adverse patient effects were reported during the procedure.